Event description:
Gold probe with injection needle deployed from end of endoscope, entire gold probe and "black washer" deployed off of the probe into pt. Another probe (gold 7 fr with inj) used, would not retact back. Entire scope with probe removed and packaging retained. No harm to pt. Will pass through gi tract.